Event description:
Customer alleged the frame that the seat attaches to has broken at the rear of the seat (the welded frame). No injury alleged.

Manufacturer narrative:
(B)(4) - the consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer came into the store and staff noticed that a weld was completely severed, in the center of the seat, under the back brace. The dealer replaced the seat immediately for the consumer. No injury alleged.